Manufacturer narrative:
Failure analysis for fiber 0010-2400-409a-(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone proximal to the bevel edge; the distal tip of the fiber was not returned; the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the distal tip of the glass cap was not returned; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 162,173 joules while using the surgical fiber during a prostate procedure, the fiber was observed to exhibit a loss of tissue vaporization efficiency. The procedure was completed using a second surgical fiber. Outcome: no damage to the patient - there was no injury reported. Gland volume: 40 ml; time expended: 21 minutes.